Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported receiving an e6 (mechanical error) alert while trying to prime the infusion sets. Pt stated, the batteries are running out within 24 hours and he is not receiving a battery low warning. Pt reported, the infusion device just shuts down. Pt stated after the battery is changed, the infusion device would start up again and do the self check. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.